Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in addition with high out of range pacing impedance measurements. A chest x-ray was performed, and it was found that this ra lead was dislodged. As a result, undersensing and loss of capture (loc) was also noted. The patient felt palpitations. Technical services (ts) recommended reprogramming options. No additional patient adverse effects were reported. This ra lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070101. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in addition with high out of range pacing impedance measurements. A chest x-ray was performed, and it was found that this ra lead was dislodged. As a result, undersensing and loss of capture (loc) was also noted. The patient felt palpitations. Technical services (ts) recommended reprogramming options. No additional patient adverse effects were reported. Additional information indicated that this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This report is being submitted to update section: b1, b5, h1 and h6 codes. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in addition with high out of range pacing impedance measurements. A chest x-ray was performed, and it was found that this ra lead was dislodged. As a result, undersensing and loss of capture (loc) was also noted. The patient felt palpitations. Technical services (ts) recommended reprogramming options. No additional patient adverse effects were reported. Additional information indicated that this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing in addition with high out of range pacing impedance measurements. A chest x-ray was performed, and it was found that this ra lead was dislodged. As a result, undersensing and loss of capture (loc) was also noted. The patient felt palpitations. Technical services (ts) recommended reprogramming options. No additional patient adverse effects were reported. This ra lead remains in service.